Manufacturer narrative:
Additional information was received on july 07, 2024, and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. There was no report of harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer observed a corroded p4 power cable. Evidence of liquid ingress to the p4 was observed. The manufacturer observed rust-like flakes throughout the device's top enclosure, front panel, blower box, rear panel, bottom enclosure, and p4 power cable. Evidence of liquid ingress was observed on the blower. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device, and they were unable to directly address the symptoms. Box d, g and h has been updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. There was no report of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.